Event description:
On (B)(4) 2012, customer reported that the dxc 600i instrument generated five erroneously low modular glucose (glum) results. The results were reported out of the laboratory, but the results were amended before the physicians obtained the results. Customer stated that the results were repeated on the same dxc instrument, as well as the other instrument in the lab. The amended results were taken from the other instrument in the lab. There was no effect to patient treatment based on the erroneous results. There were no problems with calibration or quality control issues. Field service engineer (fse) inspected the instrument and determined that the glucose modification required for this instrument was incorrectly performed. Fse ordered a new glucose module and replaced the existing one. Fse verified all glucose modifications, and all specifications passed. The failure mode appeared to be an incomplete glucose modification previously performed by a beckman coulter fse.